Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to hold a charge. The charging cable and adapter was replaced and the pump successfully began charging. The customer's blood glucose level was 99 mg/dl.